Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of: 80 mg/dl to 200 mg/dl; 531 mg/dl to 80 mg/dl; 80 mg/dl to 187 mg/dl; 531 mg/dl to 187 mg/dl; 531 mg/dl to 206 mg/dl; 531 mg/dl to 213 mg/dl; 80 mg/dl to 206 mg/dl; 80 mg/dl to 213 mg/dl. No quality controls were run during the call. No adverse event reported. Customer does not have strip drum; a replacement was sent.